Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31527896l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and a qdot mictro and the patient suffered cerebral infarction which required hyperbaric oxygen therapy. After the initial ablation procedure with a varipulse catheter and a qdot mictro, when the patient awaked, postoperative course was assessed in the catheterization room and it was found that the patient could not grip with his left hand. The patient was able to move and maintain elevation of the left arm, but the symptoms in the left hand did not improve even after some time. After exiting the catheterization room and performing an magnetic resonance imaging (MRI), a cerebral infarction was confirmed. The decision was made to proceed with hyperbaric oxygen therapy. The procedure lasted approximately 4 hours, and the symptoms were observed immediately after the patient awakened after the procedure. The physician's judgment was that the event was non-serious (moderate/minor) and no extended hospitalization was noted. The physician's opinions on the relationship between the event and the product was that they could not really know if it is a cerebral infarction just because the patient cannot move from the left wrist down and would wait and see for a moment. After the pulmonary vein isolation (pvi), induced study was conducted, resulting in the induction of atrial tachycardia (at). Mapping was performed using octaray, which suggested ¿roof dependent¿ and ¿dual loop¿ of mitral flutter. Subsequently, an approach was made to mov for chemical ablation. Although ethanol was injected, it did not stop. It was decided to insert qdot micro catheter into the left atrium to create a posterior wall roof line and mitral line. After the roof ablation, mapping was performed again using octaray, which identified only mitral flutter; however, immediately after that, the at stopped spontaneously. The octaray was placed in the left atrum appendage (laa), and while performing laa pacing, mitral line was created using qdot micro catheter with the (cs) coronary sinus potential indicator. It was not possible to isolate the cs potential from the end side alone; however, by ablating within the cs, the creation of the mitral line was successful. Finally, the (cti) cavo-tricuspid isthmus line was also created using radiofrequency (rf), and the procedure was completed. It was also reported that during the procedure no errors were encountered with the varipulse catheter and all other catheters. No abnormalities were observed in any of the systems (trupulse, ngen, s70, carto3). The patient had a cardiac resynchronization therapy with defibrillator (crtd) device implanted. During deep sedation, muscle relaxants were used, and an I-gel was employed for respiratory management. Intraoperative activated clotting time (act) was maintained at over 400 seconds. Continuous flush of the vizigo sheath was also performed during the procedure. Pulsed field ablation (pfa) was performed with varipulse for left pulmonary vein (lpv) and right pulmonary vein (rpv). A total of 30 pfa completes (90 applications) were conducted, including the expansion of the pulmonary vein (pv) line and gap ablation, along with 3 pulse field ablations incompletes (4 applications). Additional information was later received indicating the patient condition was improved and recovering; paralysis was gradually improving. The patient originally had mild cerebral infarction, but it worsened after the ablation procedure. The patient also has other medical history which included hypertension, cardiac failure and pseudomembranous colitis. Chads score is high. The physician commented as to the cause of postoperative cerebral infarction was unknown and whether the varipulse was a factor or not, and there was a possibility that it was a patient factor. The patient underwent 33 ablations (more than recommended) because the left atrium was anatomically narrow and the course of the pulmonary veins was complicated, making it difficult to create an ablation line. After that, ablation by rf was performed on the marshall. Ablation was performed outside of the pvi, but pfa ablations were not applied outside of the pvi. Rf ablations were performed outside of the pvi. MRI revealed cerebral infarction. The act before and during ablation was 400 seconds over. One catheter and one sheath were used for each during the procedure. No intracardiac excessive microbubbles observed via ultrasound or excessive impedance errors noted during the case.